Event description:
It was reported that the ilet charger was not charging the device, and replacement supplies were shipped after troubleshooting and user education were completed. Symptoms included no alerts or alarms. Outcomes included interruption of normal device charging that required replacement supplies. Investigation included user-level troubleshooting and education. Investigation of this case revealed a suspected charger performance issue consistent with a device power or accessories malfunction, though no additional device anomalies were reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to identify a specific failure mechanism.